Manufacturer narrative:
Complaint sample was evaluated and the reported fracture was confirmed; the hardness of the product was tested and found to be within specification. DHR was reviewed and no discrepancies were found. Root cause related to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a trauma nail fixation procedure, while the surgeon was impacting the nail into the canal, the impactor broke at the junction where it threads into the guide. No patient consequences were reported as a result of the malfunction. Attempts have been made however no additional information is available at this time.